Event description:
It was reported that the programmer was having trouble recognizing devices. The heads were changed out but the situation did not resolve. The programmer was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Loose head connector found on a printed circuit board assembly. Lower display hinges are out of mechanical specification. Keyboard case hinges are broken.